Event description:
On (B)(6) 2013, seizures prompted head CT showing several acute infarcts and small bleed.

Manufacturer narrative:
(B)(4). All medications were therapeutic and no deposits were seen in the device. The pump was changed (B)(4) 2013 as a precautionary measure due to suspected thrombus. According to (B)(6), md the pt tolerated the procedure well and there were no complications or untoward effects related to the blood pump change. Reference importer number: (B)(4).